Manufacturer narrative:
(Review date: 06-mar-2025): no evidence of device malfunction was found. The ilet responded appropriately to cgm glucose values and triggered alerts as expected. No motor errors or factory reset events were observed. A dexcom g7 sensor was in use. Device and cgm alert settings appeared to be at factory default. On (B)(6) 2025, the user delivered a 4-unit prime while their blood glucose (bg) was approximately 150 mg/dl. No corresponding meal announcement was found in the logs. Following this event, cgm glucose values dropped to a low of 45 mg/dl, suggesting that the insulin delivery may have contributed to hypoglycemia. Insulin delivery, cgm data, and alert activity were consistent with expected device behavior. Alerts for low/urgent low glucose, insulin depletion, and cgm issues were triggered and followed expected sequences, although some were not acknowledged by the user. Insulin and infusion set changes occurred on (B)(6).

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event after announcing a breakfast meal. They later awoke on the sofa feeling extremely weak, delirious, and unable to move. The user lives alone and was unable to reach their phone for assistance. After approximately 3.5 hours, they disconnected the ilet insulin pump and eventually consumed juice to correct the low blood glucose (bg). That night, the user attempted to reconnect the pump but was not successful and unintentionally announced seven dinner meals (bolus) while disconnected. The following morning, the user experienced hyperglycemia with bg levels in the 500s mg/dl, accompanied by vomiting, dizziness, and headache. Emergency medical services (ems) were called, and the user was treated at the hospital with intravenous (IV) insulin and fluids. They were not admitted and were released the same day, on (B)(6) 2025. The user is not currently using the ilet system, and their healthcare provider does not intend for them to resume use. The user reported a history of depression and anxiety and is currently on medication for both.